Manufacturer narrative:
This reportable event was identified during a review of complaints received between (B)(6) 2017 and (B)(6) 2019. The root cause was not determined during the evaluation of the sample.

Event description:
A specimen retrieval bag ripped during a lap chole; the surgeon had to go back in and retrieve the lost gall stones.